Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. Additional information received that the patient was doing well postoperatively. The explanted device was discarded per facility policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. Additional information received that the patient was doing well postoperatively. The explanted device was discarded per facility policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure.